Event description:
A surgeon reported a patient experiencing negative dysphotopsia five to six months following bilateral intraocular lens (iol) implant procedures. The patient has reported that the dysphotopsia is worse in the fellow eye. The symptoms have become intolerable for the patient. The surgeon reported he is considering exchanging the lenses. The lenses were implanted by a different surgeon. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).